Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA pr (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one month, seven days following the implant of this transcatheter bioprosthetic valve, an echocardiogram was performed and showed the valve frame had poked through the membranous ventricular septum and caused a membranous ventricular septal defect. It was noted the septal defect was not present on the echocardiogram performed one day following valve implant. No treatment was performed. No adverse patient effects were reported. Additional information was received that on the day of the echocardiogram, when the patient woke, diplopia of the right eye had presented. The patient described the diplopia as binocular and worse when looking to the left and further away (as opposed to up close). The diplopia was persistent, no intermittence; therefore, the patient presented to the emergency department. Upon assessment, the patient denied eye pain, photophobia, headache, nausea, and vomiting associated with the diplopia. Diagnostic tests included a computed tomography of the head which showed no acute changes. An magnetic resonance imaging of the brain revealed a small, acute dorsal right paramedian infarct near the medial longitudinal fasciculus. It was deduced the diplopia was related to the stroke. The diplopia resolved the next day and the patient was discharged. No treatment was reported. No additional adverse patient effects were reported.